Manufacturer narrative:
Correction o annex codes as investigation samples were received and analysed investigation result: one hundred and twenty-seven 20019e7ds samples from lot ta240149 were received in sealed packaging for investigation, in which the customer had stated: "blood backflow was seen in the smartsite even when it is clamped, and blood had leaked out of the smartsite lumen." The original sample was not provided, nor were any samples of the connecting product(s). A visual inspection of the all of returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Twenty of the samples were selected at random and subjected to leakage testing by occluding the set at each joint and flushing with air using a 50ml bd plastipak syringe whilst submerged under water; no leakage was observed from the infusion sets throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
Blood backflow was seen in the smartsite even when it is clamped, and blood had leaked out of the smartsite lumen.

Event description:
It was reported that bd bd alaris smartsite extension set had backflowedthe following information was received by the initial reporter with the following verbatim blood backflow was seen in the smartsite even when it is clamped, and blood had leaked out of the smartsite lumen.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Additional information in adverse event or prod prob (b). Investigation result: a 20019e7ds product was not available for investigation; however, the customer confirmed that the complaint sample was from lot ta240149. The customer reported that "blood backflow was seen in the smartsite even when it is clamped, and blood had leaked out of the smartsite lumen." The customer also confirmed that it was not oval in shape. As part of the investigation, the customer provided a photograph of a sample; however, analysis of the photograph did not identify any manufacturing defects which may have contributed to the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
Additional information: please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? ¿smartsite was connected to IV cannula please confirm how the fault was identified? ¿ witnessed blood leaking out from the smartsite even when clamped. Please confirm if there is any visible damage on the set ¿ such as deformation of the piston - did it appear oval in shape? ¿ user have not observed any. Please confirm if the smartsite was activated (i.e. Connected to another product)? ¿ one end was IV cannula. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? After connecting to IV cannula. Please confirm if the component was accessed with a needle, then reused? - no please confirm the condition of the storage ¿ temperature, humidity etc? ¿ in normal temperature, kept in the stores.